Event description:
The customer reported being splashed by cc detergent a in the eye when filling the reagent wedge of the architect c8000 processing module from a 1 liter squirt bottle. Detergent a is poured into the 1 liter squirt bottle for daily use in the lab. The customer visited her eye doctor and only required the eye to be flushed with water. No other treatment was required. Additionally, the customer reported the detergent a did not enter the eye and only felt a drop on the lower eye lid. The customer was wearing prescription glasses; however, was not wearing any personal protective equipment (ppe) at the time of the event. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The customer reported a splash in the eye of cc detergent a reagent when trying to fill the reagent wedge of the architect c8000 processing module from a 1-liter bottle. The evaluation was performed of the likely cause, cc detergent a reagent, that included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations. Labeling was reviewed and found to be adequate and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency was identified. All available patient information was included. Additional patient details are not available.